Event description:
On may 16th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that there was variability in in the sensor values that could be attributed to the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. There was also an instance in which the lag between sg and bg values was more pronounced during periods of rapid glucose change.customer care recommended that the user re-link their sensor to clear the calibration history and any possible calibration misalignment. Post re-link, the user was advised to continue using the system and to call back if the issue persisted. Per dms review, the user was using the system with up-to-date information.